Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device stopped working and became overheated was confirmed. It was found that the motor and motor cable were defective and that the hand piece was physically damaged. Also there was visible evidence of corrosion on the device. The defective components of the device were replaced, a preventive maintenance was performed and the device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the hand piece and would have damaged the motor and motor cable. Also the physical damage to the device is most likely a result of user mishandling of the device or a possible fall. The defective components would have caused the device to not function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during shoulder repair procedure on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol got hot at the end of the case, stopped working; and would not turn back on. During in-house engineering evaluation, it was determined that there was evidence that the device was corroded. The same device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.